Manufacturer narrative:
N/a

Event description:
The following has been reported: lvp pump serial# (B)(6). That was reported to me that there is an error message on the pump. I have tested the pump. I found no problem. I had to charge the battery because the battery was low. Please see the attached file that contain the log files. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor)(sensor-7). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The customer reported complaint could not be confirmed. The device was returned for sensor hardware failure. The device was not able to open the lever on startup due to excessive contamination on the loading pins. An internal investigation was performed and not only were the loading pins excessively dirty, so too were the fva pins. After a thorough cleaning, the loading pin lip seals were changed and the lever arm and loading pins were able to actuate properly. After the binding was resolved. Functional testing was performed since the resistor drive had to be moved. Functional testing was passed. Device was then reverted to clinical mode again and was able to pass mock infusion. Device is to have its fva pin lip seals replaced then put down the testing line.